Event description:
Patinet is reported to have devloped a burn on the inner right calf, measuring approximately 1 x2 inches, following treatment with the anodyne professional unit which was administered by a health care professional. Patient was treated with silvadence cream and a dressing, and is healing.

Manufacturer narrative:
Voltage and frequency were tested, and readings verified the unit was operating within specifications. A free air test was conducted on the arrays of this unit, and found to be operating within temperature guidelines. Broken wires were identified on two array pads, which caused two-thirds of the led's not to receive power. Broken wires were also identified on an additional array, which caused all led's on the array to not receive power. These broken wires would not have caused or contributed to this event. Facility reported treating this patient for 45 minutes at an energy setting of 6, which is in accordance with the treatment guidelines for this patient's condition. The design and functionality of anodyne's device does not suggest that there is an anticipated or "usual" frequency and severity of occurrence for the incident reported in our MDR's. The directions for use and warnings that accompany the device are adequate for purposes of preventing thermal incidents. We believe that most of the reported events have resulted from the isolated failure of patients and clinicians to heed the warnings and to follow the adequate directions for use that accompany the device.